Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on (B)(6) 2024. The patient noticed symptoms over three hours of insertion. Insertion site was abdomen for 1st event and arm for 2nd event. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was noticed 401-500mg/dl at the time of ist event and 470mg/dl at the time of 2nd event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.